Event description:
The customer reported a contained diluent fluid leak from a unicel dxh 800 coulter cellular analysis system. Liquid was being left on top of the sample caps. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/13/2015 and found that a previous version of the aspiration probe had been installed incorrectly by the customer prior to the service visit. The fse installed a new probe and the instrument ran without leaks. The customer called back reporting diluent being left on top of the sample tubes again. The fse adjusted the wash collar to fix the leak. The repairs were verified per established procedures. (B)(4).